Event description:
As reported by the surgeon: the patient underwent an interbody fusion with placement of an elite device on (B)(6) 2020 without incident. The patient was asymptomatic at 3-month follow-up with no implant issues noted on imaging. Shortly thereafter the patient reportedly bent over and heard / felt a pop and had onset of pain similar to pre-op pain, prompting additional medical attention. CT imaging showed a collapsed implant and the surgeon is planning a revision procedure to explant the device and replace it with an alternative device from a lateral approach.